Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified delamination of the plug strap disk shell and a curved opening on the posterior. A leak test and microscopic analysis were performed which identified a sharp opening on the posterior side, total delamination of the plug strap and non-penetrating nicks. The fill test inspection was performed, and the result is no blockage. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a sharp opening on posterior due to an unidentified tear opening, and total delamination of the plug strap disk shell due to adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.